Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders had not crossed over on multiple stations, all on critical override due to interface issue. A technical support specialist (tss) checked the remote smart service with serial number, and all devices were online. Patient sample details were added to ephi, and the error was confirmed as an interface issue and the customer was informed to refer to adt being down to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patients and orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.